Event description:
It was reported that t2 deployed at the same time as t1. All the ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72201494 ultra-fast-fix ab assembly-curved needle device returned. The complaint stated: "it was reported that t2 deployed at the same time as t1. All the ts were removed." The blue split cannula was returned protecting the needle. The white depth limiter was returned trimmed and attached to the needle. T1, t2 and suture were returned still located within the delivery needle. This is contradictory to the allegation reported. The depth limiter has been trimmed which required advancement and subsequent repositioning of it. Suture has been exposed and ruffled slightly. The manual actuator lever was not yet fully forward. T1 was near the needle tip but not yet positioned at the most distal location for stripping off the needle. Once the manual actuator advancement lever was pushed fully forward the functional test was successful. T1 situated fully forward at the tip of the delivery needle. It was manually stripped off. T2 followed and stripped off with a gentle tug of the suture. Neither anchor had an advancement issue. No mechanical issue was found. No root cause related to the manufacture of the device was confirmed.